Event description:
A nurse reported that a male pt accidentally ingested one efferdent tablet-formulation unspecified (sodium perborate monohydrate, potassium monopersulfate) once (date unspecified). Following product ingestion, the pt had throat pain and was seen in the physician's office. According to the physician, the pt had an erosive esophagus, which perforated and he subsequently died. The physician requested no further contact.

Manufacturer narrative:
The product has not been returned for failure analysis/laboratory testing. User error may have contributed to the event. Please scan add'l page.